Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available. Additional information was received that the spinal cord stimulation (scs) system was explanted due to needing the ability to get an (magnetic resonance imaging) MRI access. The patient is doing great post operatively. The explanted device will not be returned.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6.